Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0j8g1, implanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient started getting soreness on their left butt cheek in (B)(6) 2015. The patient¿s lead came down on the left side, but it was close to the crack of the butt. The soreness felt as if the patient pulled their muscle and might discuss it with their chiropractor. The patient turned the device off on (B)(6) 2015 and now wanted to turn it back on. With the device off, the patient didn't notice any improvement and still had pain. The patient tried turning it on for a day or so once or twice, but the soreness seemed to get worse. The patient didn't discuss the soreness with their health care provider (hcp) yet and thought maybe something just got irritated. Since the device was off, the patient had to take medication every day and if they did not take it, they were sore down there and got some pain and pressure. The patient now definitely knew the device worked for their symptoms after they had it off for a month. When they were on the trial, the patient was under 1v. With the permanent implant, the patient was at 1.3 to 1.7v. The patient¿s spouse said they shouldn't be feeling pulsating and encouraged them to turn stimulation down to where they were at during the trial. The patient turned stimulation down to 0.40 to 0.45v and wasn't feeling stimulation, but when they got the device going it worked great for their symptoms. Since the patient got the device on (B)(6) 2014, they felt stimulation only for 5 minutes when they set it and then it went away. There were no falls or trauma that could be related to the issue. The indication for use for this patient was gastrointestinal/pelvic floor. Additional information received on (B)(6) 2015 from the consumer reported the patient was calling as follow-up for a letter she received. The pain in the patient's "butt" had not improved. The pain in the patient's vagina had improved a little bit. The pain in the patient's "vagina was from the front to the back not it is just in the front." Three weeks ago, the physician performed an x-ray of the patient's bladder to check lead placement. The results indicated that the lead was "perfect" and there were no fractures in the lead. The physician thought the pain she was having in her "butt" and her vagina were not caused by the device as the patient had the pain even with the stimulation turned off. The patient was not convinced and it was indicated the pain was nerve pain and the device may be the cause. The patient was going to a gynecologist because she thought the paint was caused by a yeast infection. The stimulation was turned back on yesterday, which helped her with urgency and frequency. The physician recommended the patient go to physical therapy for pelvic floor exercises. It was noted the patient had tried all 4 programs in (B)(6) 2015 and none were effective. The patient had discomfort on (B)(6) and stimulation was turned off. Two days later, stimulation was turned back on. The patient switched to program 3 at 1.0 v. (B)(6) the patient turned off stimulation and then back on (B)(6). From (B)(6), the stimulation was indicated to be off more than it was on. Additional information received on (B)(6) 2015 from the manufacturing representative clarified that the patient felt discomfort from the program she was using on (B)(6) 2015. Additional information reported on (B)(6) 2017 that patient previously described the pain as pain and burning and wanted to check if any new programs have been added to her device since 2015. Patient wanted to get in touch with the local rep to discuss if there are any more programs options. If not patient was considering explant. Patient also noted that she gets lidocaine injections now because of this pain. Patient also noted that she tried turning stim on again in (B)(6) 2017 but the issue was still present and patient thinks it might be worse or that there may be nerve damage in the area. Patient noted she turned stim off (B)(6) 2015. Patient noted her hcp wanted her to come in for programming but patient did not want to go in if all programming options have been exhausted. No further patient complications have been reported as a result of this event" in the event description.

Event description:
Additional information received from the healthcare professional (hcp) reported that troubleshooting for the patient¿s issues was that reprogramming was performed. Diagnostics performed included a kidneys-ureters-bladder (kub) procedure. Actions/interventions included medications of mirabetrix, baclofen, lidocaine, gabapentin, prilocaine, and anatriptoline. Also, pelvic floor physical therapy was done along with pain management. The patient weight at the time of event was not reported.